Event description:
Boston scientific crm received info that this pt's lead system were exhibiting the following clinical observations at this pt's last follow-up visit. Model # 4480: no sensing or capture associated with > 3000 ohm pacing impedance. An x-ray identified a possible fracture. Model # 4517: no sensing or capture associated with > 2000 ohm pacing impedance. An x-ray identified a possible fracture. Model # 0148 pacing impedance < 200 ohm. There were no allegations or complaints against the chronic device. The pt is not pacemaker dependent. The pt has been scheduled for a lead revision procedure. Prior to opening of the pocket, a lead integrity test was performed. Following delivery of a 21 joules shock, a 37 ohm measurement was recorded.

Manufacturer narrative:
Not returned. Event conclusion: the pt was presented to the ep lab and a new lead system was implanted. The local rep reported that ra and rv impedance measurements were not acceptable (< 200 and 20 ohms respectively). After the new device was connected, all measurements were normal. Following induction testing, the rep reported that the rv pacing impedance measurement was 617 ohms and the shock impedance measurement was 52 ohms. Dft testing was successful at 26 joules. There were no pt adverse events reported. The chronic device and leads are enroute for analysis. Model # 4517: upon return, visual inspection of a complete lead found that the inner insulation is worn 452 - 462 mm from the terminal pin. The conductor coils are fractured 455 mm from the terminal pin. Model # 4480: upon return, electrical testing identified discontinuity on both the cathode and anode conductors. The insulation is slightly deformed, and slightly flattened in some areas between 240 and 255 mm from the terminal pin and there is a hole in the insulation at 456 mm from the terminal pin. The pacing impedance test through a competitor psa analyzer recorded a measurement of 220 ohm. The lv and atrial leads were explanted and will be returned for the analysis. The physician elected to leave in service the rv lead. However, during induction testing, ventricular fibrillation was induced, and delivery of a 31 joule shock did not successfully convert the induced arrhythmia. The pt was successfully defibrillated with an external defibrillator. The shock impedance was measured at < 20 ohms following delivery of a 31 joule shock. Currently, the pt is monitored in the hospital and is scheduled for a rv/ra/lv lead revision procedure. No adverse events were reported. Conclusion: the conductor coils are fractured 245 mm from the terminal pin. The type and location of the damage is consistent with first rib-clavicular entrapment. Model # 0148: the lead was surgically capped and remains implanted.